Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.